Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility representative reported a flo-gard infusion pump which overinfused lactated ringer's solution during a patient infusion, delivering a rate of 150ml in 30 minutes versus the intended delivery rate of 150ml in 120 minutes. There was no patient injury, medical intervention, or adverse reaction as a result of this event and the device was swapped out before beginning another infusion. No additional information is available.